Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012. The patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the internal magnet had been displaced for several years (date of onset not reported), and subsequently resulted in an intermittent connection with the internal device. The implanted device remains. There are plans to perform surgery to replace the internal magnet, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4), 2013.